Manufacturer narrative:
The customer called a remote service engineer (rse) and informed the rse that they had ordered a part from the 3rd party parts distributor, parts source. However, the ordered part did not fit the esprit v1000 ventilator. The rse provided the customer with the part number for the 10.4" display touch frame assembly. The customer was again informed that the esprit v1000 ventilator is end of life so they would have to contact parts source to discuss the part order. The investigation is ongoing.

Event description:
Philips received a complaint on the esprit v1000 ventilator indicating that the touchscreen was not responding to any functions. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue occurred during setup. The screen was reported to be clean and there was no damage noted on the display. The rse informed the customer that the advised replacement part would be the touchscreen, but philips no longer carries the part due to the esprit ventilator being end of life. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 14oct2024, it was stated that the customer could not find the advised 10.4" display touch from assembly. A final gfe attempt was made to determine if the customer would continue to search for a replacement part or retire the device. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. As the device has reached end of life, which the customer was notified of, no further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.